Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3770sp hybrid knee fibertak was difficult to malleted in and did not fully seat. When the surgeon attempted to set the anchor, the suture pulled away from the anchor. The suture had been severed during impaction. The anchor was removed, and nothing was left in the patient. The case was completed by re-drilling and using a new ar-3770sp hybrid knee fibertak. This was discovered during an mpfl procedure on (B)(6) 2024. Additional information received on 8/26/2024: the case was completed by re-drilling and using a new ar-3770sp hybrid knee fibertak. The case was delayed about five minutes without additional anesthesia. The patient suffered no negative effects on or after the procedure

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.